Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experiencing extremely high blood pressure. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experiencing extremely high blood pressure. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no particles in air path. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In previous report, the manufacturer reported incorrect information in box b and box h: type of reported complaint as product problem. After pms decision has been changed, it was determined that the manufacturer reported as serious injury. Date received by mfg and date due has been updated. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.